Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the whole drawer had failing pockets. A field service engineer (fse) replaced the half height drawer controller board and the interface board, reseated the tray cables, cleaned the pin, and rebooted the unit but was unable to resolve the issue. The fse contacted technical support specialist (tss) due to could not resolve it and escalated the case to tss. Tss verified multiple duplicate pockets and proceeded to physically unload the pockets and delete drawers 2.1 and 2.2. After reconfiguration, the pockets were reinserted. Hta initially did not accept my credentials, but after referencing knowledge article-¿ bd support unable to login to hardware test application (hta) on 1.6 station¿ and updating the configured with ids information from the server, tss was able to log in. The pharmacist assisted at the station. All cubies were released, and the server unload and full synchronized were completed following knowledge article - ¿unable to replace drawer (or cubie) due to loaded medications in the drawer¿. The drawers then displayed correctly as 2.1 and 2.2. Pharmacy reinserted the cubies, but the medications did not show up. The customer reported the issue was still present and received conflicting information regarding whether fse needed to return onsite. Tss asked whether the remaining issue was missing inventory after the repair or if the original hardware issues were still occurring and customer no response after further follow-up. The system functioned as intended after the field service engineer and technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer pockets were failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer pockets were failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.